Event description:
Bard port-a-cath #6076 was placed in (B)(6) 2012 for chemotherapy purposes. On (B)(6) 2012, the port was accessed for treatment and the next day the pt did not feel well. A dye study was completed and the physician was unable to visualize the distal tip of the catheter. This was found to be in heart. The port was removed and replaced. The line was somehow separated in the middle of the tube.